Manufacturer narrative:
Upon review of the initial abo forward testing results, reactions appeared as reported by the instrument. There were no errors noted. The customer tested new donor segments on the galileo and the expected a positive results were obtained. No additional information has been provided by the customer. The unexpected reactivity appears to be user error or sample-related. The product is performing according to specifications.

Event description:
A customer reported that an abo mistype occurred with known type a positive donor samples on galileo (B)(4).